Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center was unable to take pictures. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the video system center was unable to take pictures. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. There are no reportable malfunctions related to the subject device captured in this complaint.